Manufacturer narrative:
Per biomedical engineer replacing the flow sensor corrected the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 15dec2020.

Event description:
The customer reported that the staff reported unit alarms proximal line leak error. The customer reported low leak ¿ co2 rebreathing risk error in the significant log. The customer contacted product support and reported an error in the significant event logs. The customer reportedly opened the unit and checked connections and all looked good. Product support advised the customer to perform full pvt to help diagnose the issue. The customer advised will run pvt and will call back for assistance. The customer reported that the unit was not in use on a patient.